Event description:
Patient was revised due to aseptic loosening of the tibial tray at the bone to implant interface. An attune crs fb cemented tibia with a 14x80 stem was implanted. Femoral component was well fixed. During the initial surgery the patients patella was not resurfaced, so the surgeon also put in a patella during the revision surgery. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.